Event description:
It was reported that patient underwent a total knee arthroplasty in (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2015 due to poly wear and pain. The tibial bearing and locking bar were removed and replaced

Event description:
It was reported that patient underwent a total knee arthroplasty in (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2015 due to poly wear and pain. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces." And "intraoperative or postoperative bone fracture and/or postoperative pain."